Event description:
Patient reported "rupture and lump" confirmed via ultrasound and mammogram. This record is for the right side. The device remains implanted. Explant surgery is not yet scheduled and it is unknown if the devices will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional reported a rupture and capsular contracture baker grade IV.

Event description:
The device has been explanted and replaced. Treatment: device removal, partial capsulectomy and capsulotomy. "Creases" were observed upon explant. Per operative report "the device was not apparently ruptured". Hence unreporting the previously reported rupture since the explant surgery determined that the device was intact.

Manufacturer narrative:
Per operative report "the device was not apparently ruptured". Hence unreporting the previously reported rupture since the explant surgery determined that the device was intact. Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ lump/nodule : unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.